Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery as the patient reported using implant too aggressively, causing a fracture of implant near the proximal connection of cylinder and rigid part of cylinder. The ipp device was explanted and replaced with a new ipp. There were no patient complications reported.